Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there may be foreign matter with a bd spinal needle 20ga 1.25 in, as the spinal needle would not go through the introducer. This was discovered before use. The following information was provided by the initial reporter: that was impossible to introduce completely the spinal needle through the introducer. Is there a metallic particle inside?

Event description:
It was reported that there may be foreign matter with a bd spinal needle 20ga 1.25 in, as the spinal needle would not go through the introducer. This was discovered before use. The following information was provided by the initial reporter: that was impossible to introduce completely the spinal needle through the introducer. Is there a metallic praticle inside?

Manufacturer narrative:
H.6. Investigation summary: four 20ga 1.25 in spinal needles along with two photos were provided to our quality engineer for investigation. A device history review was performed for lot 1808011, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. The needles provided were evaluated, placing them through introducers. Of the four samples, friction was identified in only one of the needles. The internal diameter of the introducers were inspected and found to be slightly out of specification, however, in all cases the needle could advance. Upon inspecting the cannulas, damage was noted in the upper area near the hub. Ten retained samples of the same lot were evaluated and no issues were identified. Product is routinely inspected throughout manufacturing to ensure the quality and functionality of the device. Based on the available information it was determined this malfunction likely occurred due to an isolated incident during the assembly process. If the plate where the cannula is positioned is worn, it can create the damage that was observed, reducing the inner diameter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Conclusion: an isolated incidence during the assembly process between the hub and the cannula, that was solved in process, could se stated as the most probably root cause of the complaint. The platen from the assembly machine (where the cannula is positioned) if worn out could damage the cannula, reducing its inner diameter. It may be remarked that out of four samples received, the needle taken for testing them, 25 ga, (considered as the worst case) can advance through the introducers in all cases. No actions are required since the machine involved in this complaint (arburg), have been deinstalled and replaced by a new machine tic#4 according acr#: (B)(4). Cpm is acceptable for this defect. Trend is analyzed on a monthly basis. H3 other text : see section h.10.